Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged on the battery compartment and near the up and down arrows. The customer¿s blood glucose level was 146 mg/dl. Customer states the insulin pump was damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.